Event description:
It was reported that a malfunction occurred on the customer's pump. There was no reported adverse impact to the customer. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any malfunction code appears again.